Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 20x4.00 omega bare metal stent was selected and advanced to treat the target lesion. They followed the standard procedure to introduce the device but was unable to cross. They removed the device and noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).